Event description:
It was reported that the pt was implanted a biolox delta cer head 36 12/14 on (B)(6) 2013. Multiple dislocations lead to liner fracture. The pt underwent a revision surgery on (B)(6) 2015 due to breakage of the liner. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted.

Manufacturer narrative:
Additional information received on (B)(6) 2015. Review of incoming information: it was reported that a patient was revised due to liner breakage after several dislocations. This is a split case, the liner breakage was reported under (B)(4). A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Pictures were received and showed approximately 20% of the liner's rim fractured off. There also appeared to be a significant amount of material removal from the acetabular shell's rim, indicating impingement. From the photos provided it was difficult to determine whether the impingement led to the dislocations and liner fracture, or vice versa. Another picture showed that half of the ceramic head was covered by smearing of metallic transfer, suggesting that, due to pe insert breakage, the head went in contact with the cup. X-rays showed excessive acetabular cup anteversion as well as an abduction angle of approximately 49 degrees. The excessive anteversion predisposed to hip dislocation and the abduction angle greater than 45 degrees might also contribute to liner wear and instability. Prominent radiolucency was also visible in different femoral zones. Implantation operative notes showed that the surgery was a revision due to adverse tissue reaction. The operator noticed fracture of the greater trochanter after implantation of the femoral stem, which required a greater trochanter claw plate and two wires: this hardware was removed in (B)(6) 2014. Possible causes for the reported event according to dfmea: -mal-function of tha (wear, fracture, dislocation etc.), due to wrong size of head diameter and/or offset, wrong taper size combination. Possible, as the stem size is not known it can not be excluded. Mal-function of tha (wear, fracture, dislocation etc.), due to off label use, combination with competitor products. Not possible, compatibility was checked and approved based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. Never the less, a root cause has been determined in complaint (B)(4) and is: use error - possible misuse. With the information provided, the placement of the shell likely contributed to the described events. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).